Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. A failure event unrelated to the original complaint was observed during analysis. Final analysis found external insulation abrasion consistent with friction to another device or feature of the heart, breaching the ring electrode cable lumen at the middle region of the lead. The cable coating was not abraded in this location. No further anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.